Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): partial segments were returned and analyzed. The proximal conductor was fractured. The defibrillator conductors as well as several other conductors were distorted. All conductors had blood/body fluid (not obstructed). The distal and defibrillator conductor were fractured (overstress).the outer tubing was kinked/buckled and the overlay was melted along with environmental stress cracking breach (non-electrical). The outer insulation was torn and breached cut with cosmetic depression. There was blood in/on the helix/lobe mechanism and the lead was stretched.

Event description:
It was reported that there was intermittent sensing and undersensing on the right ventricular (rv) lead. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.